Manufacturer narrative:
(B)(4): the keypad was intact with no damage observed. The keypad buttons were tested and the up arrow key was found to be intermittently responsive. All other keys responded as expected. The rubber keypad was lifted and contamination was found under all key contacts. Unrelated to the complaint, the vibrate motor pins were not making connection with the printed circuit board. However, no vibration was discovered during testing.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" arrow button is unresponsive. There is not additional information available at this time. This report is being made based on the alleged keypad malfunction

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).